Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an otolaryngology procedure treating a lesion in the nose, the patient was wearing nasal oxygen. The generator was set at 10m lamp but it did not coagulate properly so it was adjusted up to 20m lamp. A spark occurred and the o2 caused a flame on the gauze on the patient's face. This caused a 1st degree burn of the right cheek, eyebrow and eyelashes. The patient was discharged the same day of the surgery.